Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device showed that the device is fractured through the weld that holds the handle and strike plate together. The reported device has evidence of being impacted along the instrument¿s proximal body and underside of the strike plate, possibly in an effort to dislodge the broach from the femur. These impact marks are consistent with marks typically created by extraction of the broach from the femur and do not suggest misuse. The features of the fracture surface of reported devices are consistent with tensile overload. Material of the strike plate, the handle and the weld filler of the reported device was found to be consistent with specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
During an initial hip surgery, while the surgeon was hammering the handle, the impacting plate fractured. To finish the surgery, the surgeon used another handle. No pieces fell into the patient.